Event description:
During a gastrectomy procedure, only one side of staple line was stapled correctly. The other side of staple line had malformed staples. Another like device was used to complete the case. There was no patient consequence.